Event description:
The customer reported grainy images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the image profile settings. System operates as intended. (B)(4).